Event description:
Clinical report states tibial loosening at the bone/cement interface. Depuy cement was used.

Manufacturer narrative:
This is a duplicate report of 1818910-2015-13108. This report, 1818910-2015-17984, will be rejected. 1818910-2015-13108 will be kept for investigation purposes.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).